Event description:
It was reported that a medical advances, inc. Transmit/receive quad knee coil was involved in an event presenting a thermal hazard to a pt when an MRI scan using body coil transmit was performed with the tr coil in the bore. The blanket was placed over the tr coil and the tr coil housing caught on fire. The technologist extinguished the blanket and the coil housing extinguished without intervention after energy was removed. The pt was evaluated by the site emergency room and did not require medical treatment. The MRI system covers were not compromised by this thermal event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The svc rep verified that the system was in user mode and performed system performance test (spt). The system was operating within specification. The fire occurred because the body transmit coil was used while a tr coil was in the bore. Rf energy was coupled from the body transmit coil into the tr extremity coil, which resulted in heating. The coil warming labels and working safety section of the operator manual specifically warn about using the body transmit coil with tr surface coils, such as the medical advances inc. Tr quad knee coil. The MRI system is still in operation after being evaluated by the fe. The tr coil was returned for evaluation. Although medical advances manufactures the knee coil, it is sold exclusively to ge. Ge is also notifying medical advances of this event.